Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the absolute pro vascular 6.0/40mm/135cm stent delivery system the stent was observed to be protruding from the deployment sheath. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.